Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. It was revealed through inspection that there was partial separation at the collar of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-aug-2018. It was reported that the catheter shaft was kinked. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. However, device analysis revealed that the delivery shaft was detached/separated.